Event description:
It was reported that the insulin pump alarmed button error and buttons were unresponsive. Customer's blood glucose was 11mmol/l. Customer changed the battery however anomaly persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.